Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Suffer thigh pain resulting in further revision of corail stem on (B)(6) 2012.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-16366k. This report, 1818910-2013-20857r will be rejected. 1818910-2013-16366k will be kept for investigation purposes.